Event description:
The customer contacted baxter's technical service center to report an issue of difficulty to remove the white cap on patient line found on the disposable cassette before use. The home patient (hp) stated that he had to use 2 pliers to pull off the white cap on the patient line. Since starting to use the lines, half of the time they were difficult to get off. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for connection issue - difficult to disconnect pull ring cap from connector was not confirmed and the cause was not identified. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained